Event description:
It was reported that a day post implant procedure, this pacemaker system was observed to have triggered an lead safety switch (lss) due to high out of range pacing impedances on the right ventricular (rv) lead. Technical services (ts) reviewed the stored data and confirmed the rv lead impedances measured greater than 2000 ohms. Ts discussed programming optimization options with the physician. It was noted that the physician plans to continue with monitoring. At this time, the pacemaker and rv lead remain in service. No additional adverse patient effects were reported.